Manufacturer narrative:
Updated b.3 and b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve gradient when at discharge of the patient was in the single digits. Following the valve implant, aspirin was used.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two months following the implant of a transcatheter aortic valve, the patient was hospitalized due to acute myocardial infarction. An attempt was made to access the right coronary artery (rca) but it was initially unable to be cannulated due to misalignment of the valve commissures. A second operator managed to find a way through, and a stent was delivered from the proximal rca out through the valve. The right coronary cusp (rcc) had developed thrombus that migrated to the rca. There appeared to be sinus sequestration of the rcc. The initial computed tomography (CT) measurement of the annulus was 62 mm which was considered borderline between a 23 mm and 26 mm valve. A CT was performed post-procedure and the patient recovered following the stent placement.

Manufacturer narrative:
Updated data: h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: a pre-implant computed tomography (CT), post-implant CT and angiogram imaging were provided for review. Pre-implant CT (12/11/2025): the native aortic valve appears trileaflet with mild calcification. The annulus perimeter measures 64.4 millimeter (mm), with a perimeter-derived diameter of 20.5 mm, suggesting suitability for a 26 mm evolut valve. The minimum sinus of valsalva (sov) diameter for the right coronary cusp (rcc) is below the recommended 27 mm, though the mean sov diameter is 27.2 mm, consistent with the evolut sizing matrix. Sinus heights are within the recommended range. Calcification is present in the proximal left coronary artery (lca) and rca, with proximal right coronary artery (rca) calcification potentially contributing to sinus sequestration. Aortic root angulation is 50°. Index procedure: a complete set of intraprocedural fluoroscopic cine images were reviewed in relation to the event described above. Fluoroscopic inspection of the valve load was performed and demonstrated appropriate loading. The valve was subsequently deployed to just prior to the point of no recapture, at which time deployment depth was assessed. The implantation depth was estimated to be approximately 2 mm at the noncoronary cusp, as confirmed in the cusp overlap view. In this view, moderate commissural misalignment was observed, characterized by visualization of two radiopaque markers on the right side of the image and one radiopaque marker isolated on the left side of the image. Implantation depth at the left coronary cusp was estimated to be approximately 3 mm, as verified in the left anterior oblique (lao) view. The implantation depth was deemed acceptable, and despite the observed commissural misalignment, the valve was fully released. Postimplant angiography demonstrated a well expanded bioprosthesis with patent coronary arteries and no angiographic evidence of aortic regurgitation/paravalvular leak. Post-implant CT (2/23/2026): implant depth is shallow, measuring approximately 2.2 mm on the rcc side, 1.8 mm on the lcc side, and 1.9 mm on the non-coronary cusp (ncc) side of the frame. Calcification is again seen in the proximal lca, and a stent is present in the proximal rca. Post transcatheter aortic valve implant (tavi) percutaneous coronary intervention (pci): a complete set of intraprocedural fluoroscopic cine images from the post tavi pci was reviewed in relation to the event described above. According to the clinical information provided, the patient presented with a myocardial infarction approximately two months following the index procedure. Coronary angiography of the left coronary artery demonstrated patency with preserved flow. Initial attempts to perform angiography of the right coronary artery demonstrated absence of flow. Following multiple attempts to engage the right coronary artery, restoration of flow was observed after advancement of a guidewire to the distal vessel. A coronary stent was subsequently deployed. Postintervention angiography demonstrated brisk flow within the right coronary artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.